Event description:
It was reported that during an attempted implant, physician could not place the atrial lead. Another lead was successfully implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.